Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient whose age and gender are unknown had impella cp pump inserted in an unknown insertion site for post-cardiotomy cardiogenic shock (pccs). It was reported the patient developed lower limb ischemia during impella support. As a result, antegrade puncture was performed, which improved the issue no further information was provided.